Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. On an unspecified date and time, the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming was provided. After an unspecified length of time the nurse reported the rates on the device changed automatically. No specific details were provided. Multiple unsuccessful attempts have been made to obtain additional information including if there were any adverse patient events, any delays in therapy critical to this patient, or if any medical interventions were required.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.